Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet operated in bg-only mode due to a lack of available sensors and the device displayed a notification that automated dosing would stop soon, after which the user was advised to use backup therapy until a new sensor could be connected and was transferred to the sensor manufacturer for assistance. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included use of backup therapy and temporary interruption of automated dosing. Investigation included technical support review and user education. Investigation of this case revealed normal device behavior with dosing suspended as designed when a compatible sensor is unavailable. It was concluded that the device performed as intended with no device malfunction and no patient injury.